Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens and the haptic was torn. The lens was removed with no pt injury. The backup lens was implanted. The reporter stated the cause of the torn haptic was due to a loading error/loading technique.